Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
Note: event occurred in japan, but was reported by (B)(6) in the united states.

Event description:
Account - (B)(6). (B)(6) complaint ref# (B)(4). Item, sku, lot# - unknown. Event description: needle (partially) blocked. Note - this request is received from japan.